Event description:
Lap chole - "dr (B)(6) was removing a rather large specimen from the abdominal cavity and following removal from the incision site, he noticed that a part of the guide bead had come off and was laying in the abdominal cavity. The bag was thrown away and the coordinator provided me with the portion of the guide bead that popped off of the device. I will be returning this piece as part of the report." Patient status - unknown.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the clamp portion of the bead of the unit was returned for evaluation without the rest of the device. Upon inspection, engineering found that the clamp was undamaged. In the absence of the remaining parts of the subject device it is difficult to determine the root cause of the incident. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. The root cause of your experience in unknown as engineering could not replicate the incident. Although the root cause of the customer's experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.